Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut itself down after the boot up. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed and attributed to a non-conforming host module and u/s controller printed circuit board (pcb). They were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 31, 2010. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming host module and u/s controller pcb. However, how that host module and u/s controller pcba became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
A visual inspection of the host module did not reveal any non-conformity. The host module was installed on a calibrated system. The system was turned on and allowed to boot. The system could not boot. The host power pcba in the host module was replaced with a known good host power pcba and boot-up test was repeated. The system successfully booted with the known good host power pcba. The non-conforming host power pcba was trouble-shot. Trouble-shooting found the led at the component on the non-conforming host power pcba did not turn on. However, the exact faulty components that caused the issue, could not be identified. The root cause of the reported event can be attributed to the non-conforming host power pcba in the host module. The manufacturer internal reference number is: (B)(4).